Event description:
It was reported that during a uterine myomectomy procedure, after the myoma was removed, it was found that the tip of the device was protruding from the uterine cavity. The device was pulled a little to suture the uterine wall, and the suture was performed. When the device was removed from the patient, it was found that the tip of the device was missing about 5mm and the balloon had burst. They searched for the broken piece, but could not find it. The doctor commented that the broken piece might have been inside the patient's body. He might have sutured the tip of the device to the tissue. As the broken piece is still missing, the doctor is going to confirm the patient's spot with an uteroscope in a month.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.